Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to fluid loss. It was noted there was a loss of fluid in the reservoir. No other adverse patient effects were reported.

Manufacturer narrative:
Based on examination of the returned product, a separation in the reservoir bladder caused by a foreign metal object was noted. The foreign metal object was found embedded in the bladder of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. No functional abnormalities were noted with the pump or either cylinder. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred subsequent to the device packaging being opened. The information received indicated loss of fluid in reservoir. As attempts for additional information surrounding the event were unsuccessful, quality is unable to confirm when the foreign object was embedded in the reservoir bladder or if this resulted in the fluid loss noted.